Event description:
The customer reported a noise with charging of the device. There is info that the capacitor was replaced which could indicate a malfunction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.